Event description:
During a c-section procedure, a clear piece of plastic was found in the surgical site.

Manufacturer narrative:
During a c-section, a clear piece of plastic was found in the surgical site. The piece was slightly flexible. It measured approx. 2-1/4 inches in length and less than 1/4 inch wide. It was removed from the surgical site without injury to the patient. No additional intervention was indicated. The plastic piece was returned for evaluation. The color and the hardness of the plastic piece does not resemble any of the plastic components found within the surgical pack. The source of the plastic is not known. We have not confirmed the plastic piece originated from the surgical pack but in abundance of caution, the medwatch is being filed.